Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: patient burned. Probable root cause: fan malfunction. Main board malfunction. Led module malfunction. Thermal switch malfunction. Use errors. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that a patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports.

Event description:
It was reported that a patient was burned.